Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to malfunctioning motor control and motor end stage boards. Both boards were replaced to resolve the reported error and subsequent functional testing was completed without further issues. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the s5 roller pump displayed multiple error messages during a procedure. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The replaced circuit boards were returned to livanova (B)(4) for further investigation. During evaluation, the reported issue could be reproduced. The issue was traced to a faulty diode on the motor end stage board. After replacement of this component, subsequent testing found no further issues. Both the circuit boards were scrapped after testing for precautionary reasons.